Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report. Further information requested but not available. Event and therapy dates are estimated.

Event description:
Related manufacturer report number: 1627487-2021-00083. Related manufacturer report number: 1627487-2021-00085. It was reported patient experienced ineffective therapy and the leads have been explanted due to ineffective stimulation and that the ipg is also pending explant. Leads were explanted at an unknown date.

Event description:
Additional information received patient ipg was also explanted at an unknown date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.